Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-11611. It was reported that the patient experienced ineffective stimulation. Diagnostics revealed high impedances on 12 out of 16 contacts. Reprogramming was able to achieve effective stimulation, however surgical intervention may be pending to replace the leads.

Manufacturer narrative:
This record is no longer reportable as no surgery took place against the leads.

Event description:
Additional information received stated that no intervention was undertaken with the leads and this issue is no longer reportable.